Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error. Customer's blood glucose level was 180 mg/dl. Customer was able to clear the alarm and able to complete pump rewind. It was also reported that the fill cannula was not recorded in daily history. Customer was advised to perform self test and test was not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.